Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered a possible inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. The patient called the paramedics after the second shock and went by ambulance to the emergency room (ER). The shocks did not convert the rhythm, but the heartrate came down after the patient received fluids to treat their dehydration. Technical services (ts) was contacted by the field representative, and ts discussed programming options. The crt-d system remains in service. No adverse patient effects were reported.